Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on 2019-06-11. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2019-07-15 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needle was bent after injection. This was discovered during use. The following information was provided by the initial reporter: material no. 320122, batch no. 8352786. It was reported that patient end is bent after injection. Verbatim: consumer stated after injection, the patient end is bent. Stated it happens a lot. Does not have specific occurrence date. Stated when he used the 12.7mm, he never had issue.

Event description:
It was reported that bd ultra fine¿ pen needle was bent after injection. This was discovered during use. The following information was provided by the initial reporter: material no: 320122 batch no: 8352786. It was reported that patient end is bent after injection. Consumer stated after injection, the patient end is bent. Stated it happens a lot. Does not have specific occurrence date. Stated when he used the 12.7mm, he never had issue.

Manufacturer narrative:
H.6. Investigation: customer returned (5) used 32g x 4mm bd pen needles without tear drop labels attached. Consumer stated after injection, the patient end is bent. All 5 returned samples were examined and the following was observed: 4 pen needles with bent patient end (pe) cannulas; 2 of these pen needles appeared to have experienced cannula separation as some adhesive is exposed outside of the pen needle glue well. 1 pen needle with a separated cannula; no adhesive was observed inside the glue well. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The root cause of this issue is that the adhesive bond had separated from the hub component. H3 other text.